Manufacturer narrative:
Conclusion and justification status: the complaint states case retrospectively logged to capture details of the patients 1st hip revision on (B)(6) 2013 due to infection. Head and liner changed. Primary(B)(6) 2013. Patient underwent 2nd hip revision due to infection on (B)(6) 2016 case ref (B)(4). No further information is available for this case. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection.